Event description:
It was reported by a non-medical professional that in 2007, the pt underwent a surgical procedure at c3, c4 and c5 where rhbmp- 2/acs, medtronic disc spacers, and gelfoam sponges were implanted. It was also reported that post-op, "the disc spacers at all three levels had migrated into the spinal canal contusing and compressing the spinal cord." The physician reportedly informed the family that the complications were due to preexisting stenosis. The pt underwent a surgical revision five days later.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the MFR for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.